Event description:
Caller reported mobile system blood glucose results of 340 mg/dl and 123 mg/dl within 10 minutes. No adverse event was reported. Strips not available for return, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).